Event description:
Additional information received from reporter on 07/25/2017 for report # mw5071097. Stated the manufacturer given previously was incorrect. All other information is accurate.

Event description:
Complete disruption of port-a-cath tubing approximately 11 cm from the connection of the tubing with port-a-cath reservoir. Port-a-cath inserted (B)(6) 2017 but had recently begun noticing swelling around subcutaneous reservoir. Patient scheduled for revision of port-a-cath at time disruption was identified.